Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after the cataract was removed and the lens was fully inserted in a patient¿s left eye, the doctor noticed vitreous. A vitrectomy had to be performed and the lens was removed and replaced during the same procedure. A replacement lens, model zma00 (22.0 diopter) was used. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 6/4/2020. Device evaluation: the complaint lens was received wrapped in a foam cloth at the manufacturing site. Additionally, the original folding carton, a none johnson & johnson cartridge tray, and additional documentation were received. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was explanted. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed. There were no deviations found in relation to the complaint event reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.